Event description:
The customer reported that this pacer dependent patient, with this right ventricular lead, was admitted to the hospital due to oversensing resulting in pacing inhibition. A low lead impedance and no sensing were also observed. The lead was surgically abandoned and replaced. The device was actively implanted for approximately 6 years, 9 months.

Manufacturer narrative:
The manufacture is trying to get the device back for analysis; if obtained, a follow-up report will be sent.